Event description:
It was reported that the patient experienced unexplained low glucose while the device displayed a press-and-hold screen, and the contact suspected the patient had unintentionally initiated a fill tubing sequence after a recent infusion set change. Symptoms included hypoglycemia. Outcomes included the patient being advised to avoid interacting with the device and to consume oral glucose. Investigation included telephone-based troubleshooting and education with instructions for the contact to reach the patient and call back with additional details. Investigation of this case revealed that inadvertent insulin delivery during a fill sequence was suspected, with no device expiration issues reported. It was concluded, based on previously established findings for similar reports, that the cause was unclear. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.